Event description:
Smoke under drapes noted during cauterization procedure. Procedure stopped, a burn was found on the pt. Leg left inner thigh 1" x 3/4". The cable of the esu pencil had been lying in this area. Skin near grounding pad clear. Plastic surgeon requested for wound care.